Manufacturer narrative:
Medical images have been made available to the manufacturer and a review is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided open breast biopsy, the wire allegedly disintegrate into pieces when an electrosurgery bovie either touched or came in close proximity to the wire. Reportedly, the affected wire pieces were removed with difficulty to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device was not returned to the manufacturer; therefore, an evaluation cannot be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that during an ultrasound guided open breast biopsy, the wire allegedly disintegrate into pieces when an electrosurgery bovie either touched or came in close proximity to the wire. The affected wire pieces were removed with difficulty to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the first complaint that has been reported for this corporate lot number and issue to date. Visual inspection: the sample was not returned for evaluation; therefore a visual inspection could not be performed. Performance/functional evaluation: the sample was not returned for evaluation; therefore, performance/functional testing could not be performed. However, images were provided for review. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the images provided, the initial image demonstrated the localization wire in its entirety; however, the remaining images provided demonstrated the localization wire in three segments of varying lengths, the accumulation of the three segments of the localization wire did not represent the total length of the localization wire. The anchor hook of the localization wire was only identified in the initial image. Conclusion: although the sample was not returned for evaluation, images were provided for review. Based on the images provided, the localization wire was presented in three segments of varying lengths. Therefore, the investigation is confirmed for wire break. Per the complaint comments, a bovie was used to excise the lesion and it either touched or came in close proximity to the wire. The physician noticed that the wire began to disintegrate. A bovie device uses high frequencies of alternating current to cut and coagulate tissue. Direct coupling occurs when non-insulated metal is in close proximity to, or in direct contact with, an electrosurgical device. This results in the generation of heat to surrounding tissue and, consequently, to the non-insulated metal. Bpv does not claim that there are energizing forces associated with the ghiatas localization wires (non-insulated metal). Since electric current spreads form the bovie instrument as it enters the body, the generated heat occurs in a very localized region, only near the tip. Therefore, it is highly likely that procedural issues contributed to the event (user placing the bovie device close to the wire); however, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) states: indications for use: this device is intended for use during breast lesion surgery as a guide for the surgeon to follow in the excision of the lesion. Warnings: once the barb has been deployed into the breast, the wire must be removed surgically. Do not attempt to reposition, move, or pull on the wire or damage/breakage may result; exercise caution during surgical excision of the lesion to avoid cutting the wire with a scalpel. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.